Manufacturer narrative:
(B)(4). Batch # 518a52. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: did the jaws eventually open? What were the indications for the procedure? Was any calcification noted in the renal artery? Was the device difficult to close? Difficult to fire? Were any unusual noises noticed during firing? What trouble-shooting steps were taken to open the locked device? How did the device eventually open? What is the estimated blood loss? Where blood products administered? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the jaws in the closed position, the closure trigger, and the firing trigger in the opened position and with a tr45w reload loaded. The reload was received unfired. The device was received with the anvil disengaged from the ring closure. This condition was caused due to an insufficient anvil crimp. No functional was performed due to the condition of the device. The insufficient crimp assembly is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the surgeon struggled to release the stapler this resulted in a hole in the renal artery, it appears it stapled at the ends but not the middle. Case was converted to open to suture the artery, patient is stable though and recovering.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2022. Additional information was requested and the following was received: did the jaws eventually open? From memory, the jaws did open eventually by forcing the handle forward, this caused trauma to the tissue. What were the indications for the procedure? Kidney cancer. Was any calcification noted in the renal artery? Unsure. Was the device difficult to close? Difficult to fire? There was resistance on closing as the hilum was bulky, upon firing, an audible sound that didn¿t sound normal occurred. It sounded like plastic breaking. Were any unusual noises noticed during firing? As above. What trouble-shooting steps were taken to open the locked device? The device opened. Eventually but a bleed was observed- so cannot recount the details. How did the device eventually open? Forced opening by pulling handle of the stapler forward. What is the estimated blood loss? Where blood products administered? Yes, the anesthetist immediately administered IV clotting agents. The patient probably lost several liters as they were in itu. B1: product problem. H6: type of investigation (b14) omitted on previous mwr-28012022-0001121771.